Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The investigation surmised that the power switch was damaged and the scope socket got loosened due to aging deterioration caused by repeated usage over a long period of times.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation uncovered a broken power button since the unit had an older power switch model. Additionally, the device also failed inspection due to loose scope socket video connector. The device paddles were loose and disconnected when slightly moved which caused the noise or loss of image. The faulty parts were replaced and the software was upgraded to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center power switch malfunctioned and the power button was broken. There was no harm or user injury reported due to the event.